Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further clarification, the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2025-217241-01 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
3004753838-2025-217241 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable. Per complaint documentation, this is not an adverse event since the patient had euglycemic bg with low bias inaccuracy which would not necessitate inpatient treatment. Hospitalization for "flushing out," would not be needed for euglycemic bg.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). This report is 2 of 3 allegations of cgm accuracy that had similar event details. Related records: (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On 07/26/2025, it was reported that the patient had inaccurate readings from his dexcom g6 and performed a calibration on his receiver which temporarily corrected the readings. However, the inaccuracies returned afterward. This report is 2 of 3 allegations of cgm accuracy that had similar event details. The patient mentioned that he went to the hospital due to the dexcom receiver showing low but his blood sugar was supposedly "fine" upon arrival (no exact bg reading was mentioned). The patient said that "they keep me there anyway, reevaluated and flush me out" when he was in the hospital. The patient also mentioned that he was hospitalized 2 other times from inaccurate reading, where the first time was 3 - 4 months ago and the second time was 2 weeks ago. The patient was advised to perform a fingerstick if he ever has a discrepancy between the dexcom receiver and the bgm. On (B)(6) 2025, technical supported contact the patient to get additional details about the hospitalization, but the patient did not provide any new information. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.